Event description:
On (B)(6) 2013 the patient contacted animas alleging that she had been continuously experiencing elevated blood glucose (bg) readings, with the most recent one being 495mg/dl with dizziness, blurred vision, and fever. The patient was disconnected from the pump at the time of the call and was using injections to manage her diabetes at the recommendation of her healthcare provider (hcp). The patient reported her bg level at the time of the call to animas as 78mg/dl with blurred vision. The patient noted that she had not been successful with managing her bgs with the pump since starting on insulin pump therapy, and stated that she believed there was a malfunction with the pump not delivering accordingly. The patient stated her hcp and her diabetes educator had reviewed the pump settings for accuracy and found that the settings were correct. The patient stated her basal rates were adjusted two weeks prior. The patient noted that her diabetes educator had recommended an alternate insertion site due to the patient¿s lack of adipose tissue. The patient stated that her bg does not go down even with site changes. The patient stated she sees an improvement in bgs when she is on injections. The patient stated she had plans to follow up with her hcp to confirm basal rates again and to discuss injection dosing with long acting insulin. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. The patient re-iterated that the pump has never worked well to control her bgs, and she requested a loaner pump to see if there was an issue with her pump specifically. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the allegation that the pump was not delivering insulin as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. No activity outside normal use was observed in the black box and download history. The pump powered on appropriately to the verify screen with functional auditory and vibratory features. The pump passed flow accuracy testing and was found to be operating within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.